Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening striated assessed as to surgical damage. Additional observations: ¿ brown particles observed in the device. ¿ crease fold observed in the device. ¿ brown particles in the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.